Manufacturer narrative:
This report is submitted on august 10, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced persistent infection resulting in the decision to remove the abutment and the administration of topical and oral antibiotics (date not reported). Additional information has been requested but has not been made available as of the date of this report.